Manufacturer narrative:
The device was not returned for analysis. Nevro has made several attempts to obtain event details; however, the information was not available. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro, that a patient acquired an infection. The device was explanted. There are no reports of further complications.